Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences:no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study : unknown, additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was there any injuries reported from the healthcare professional squeezing the product? If yes, was medical or surgical intervention required? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and topical skin adhesive was used. While squeezing the vial, the tube breaks and the tip come off. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. 1. Was there any injuries reported from the healthcare professional squeezing the product? - no 2. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? - yes , because the glue does not flow out. 3. Was the ampoule crushed repeatedly? - yes , because the glue does not flow out. H3 evaluation: a photo was submitted for evaluation. No product was returned. During the visual analysis the following was observed: the photograph shows the broken product in its original open packaging. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.